Event description:
Add'l info rec'd from MFR 6/7/01: the report received on the event indicated the physician found the pt's devices (7229cx and 6945) to be performing properly with appropriate therapy response. The devices were subsequently replaced due to infection. Neither device has been returned for analysis. Due to the reported infection, MDR reports on the two devices were filed under the alternative summary reporting program (asr).

Event description:
The implant "fired" 47 times without any cause or reason. Defibrillator had to be removed.

Event description:
Add'l info rec'd from MFR 12/20/00: neither device has been returned for analysis, therefore no conclusion can be drawn. Without the return of the device, evaluation of the event is not possible.